Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8128662, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-08. Medical device lot #: 7117213, medical device expiration date: 2022-04-30, device manufacture date: 2017-04-27. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: neither sample nor photo was provided to bd medical - pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record's review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer's sphere of influence. Rationale: complaint is unconfirmed.

Event description:
It reported that before use of the ultrasafe x100l png clear nvs stein the needle retracted prematurely. The following information was provided by the initial reporter: the pharmacist declared that a patient returned the product because during injection the syringe was blocked.